Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6 )2015, on behalf of the foreign patient to report that on (B)(6) 2015; upon removal of the sensor pod from the patient body, the sensor wire remained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.